Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) evaluated the iabp and verified the customer's complaint. The fse replaced the power supply and replaced the power management pcb. The fse then performed safety, calibration, and functionality checks to factory specifications,released to customer, and cleared for clinical use.

Event description:
The customer reported having a charging issue with the intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.